Manufacturer narrative:
Follow-up from 18-dec-2015: no further information is expected. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2008 and continuously passed clots (considered a vaginal hemorrhage). This event is serious and listed in the reference safety information for essure. Additional non-serious events were reported. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, as the bleeding occurred after essure insertion, causality is considered related. She referred hospitalization and hysterectomy in 2013 due to essure, so this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2008. After insertion, consumer experienced continuously passed clots. Different medications were tried but it did not work, leading to a complete hysterectomy in 2013 due to essure. Her life completely changed, her sex life was not the same and she was very depressed. She assessed hospitalization as event outcome. Ptc investigation result was received on 14-nov-2015. Ptc global number: 2015-044398 final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2008 and continuously passed clots (considered a vaginal hemorrhage). This event is serious and listed in the reference safety information for essure. Additional non-serious events were reported. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, as the bleeding occurred after essure insertion, causality is considered related. She referred hospitalization and hysterectomy in 2013 due to essure, so this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Legal claim received on 17-jun-2016: on (B)(6) 2008, the plaintiff had essure inserted. About a month after the implant, she began to experience painful menstrual cycles that were accompanied with heavy blood flow, which included blood clots. These pains continued, without discovering the origins for years. On or about (B)(6) 2013, she visited a facility to seek a definitive solution the pain and bleeding. It was at this point that the plaintiff underwent a robotic hysterectomy with a bilateral salpingo-oophorectomy, removing her entire uterus and both fallopian tubes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and about a month after insertion, she experienced painful menstrual cycles with heavy blood flow including blood clots. Approximately five years later, she underwent a robotic hysterectomy with bilateral salpingo-oophorectomy. Dysmenorrhea and menorrhagia are listed in the reference safety information for essure. After essure insertion menses pattern changes and pain may occur. In this particular case, as the bleeding and painful menstrual cycles started one month after essure insertion and there is no alternative explanation, causality with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Upon follow up, a legal claim was received. Therefore, further information will be obtained through litigation process.